Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic valve, implanted approximately twelve (12) years, was explanted and replaced with another edwards bioprosthetic valve. The reason for explant has not been provided.

Manufacturer narrative:
Additional manufacturer narrative: report of an aortic bioprosthetic valve explanted after an implant duration of approximately 12 years. Despite follow ups with the healthcare provider, the reason for explant has not yet been provided. The explanted device was discarded per follow up with the hospital and could not be evaluated. Therefore, without additional information and/or device evaluation, the reason/mechanism leading to this explant cannot be identified or evaluated at this time. Edwards will continue to review and monitor all events.